Event description:
It was reported a spectrum pump wireless battery module had fluid intrusion. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the reported water damage. During a physical evaluation of the device, fluid intrusion was found on the wireless battery module flex assembly and the radio printed circuit board. The device was retired as it was deemed irreparable.